Event description:
It was reported that during a scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm) observed no audio when powered on or off. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue troubleshooted to defective backplane circuit. The stm replaced the backplane pcb. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a scheduled preventive maintenance (pm) performed by a getinge service territory manager (stm) observed no audio when powered on or off. There was no patient involvement and no adverse event was reported.